Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4)alleging that the onetouch ultrasmart meter prompted a low temperature message while the subject meter was exposed to temperature outside the recommend instruction for use. On (B)(6) 2012, the patient was unable to obtain a blood glucose reading and decreased his normal insulin dosage. The patient manages his diabetes with insulin based a sliding scale. According to the patient, a few hours after the onset of the low temperature message, the patient developed symptoms described as dry mouth and frequent urination. Reportedly, the patient administered self treatment with novarapid and levimir on (B)(6) 2012 and (B)(6), 2012. There was no report of any required hcp medical intervention at the time of concern. The product was requested back for investigation. This complaint is being reported because the patient developed symptoms suggestive of hyperglycemia after the subject meter prompted low temperature message and the patient was unable to use the meter. There was no evidence of a product malfunction involved with this event. The patient was using the lfs product outside the recommended temperature range.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.